Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein ipg was repositioned to address the issue.

Manufacturer narrative:
Ipg serial number, lot number, UDI, expiration date, and implant date has been updated with the correct information. Device was not explanted it was just repositioned. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced soreness at the ipg site. As a result, surgical intervention may be undertaken to address the issue.